Manufacturer narrative:
Other applicable components are : product ID: 924256, lot# 082217117a, implanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screw was not sharp enough to penetrate the patient's skull. There were no external or environmental factors that led to the event. The screw was changed. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of model 924256 stimloc screw found the threads were damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.